Manufacturer narrative:
Examination of the returned instrument confirmed the tip is stripped and damaged. The root cause is attributed to misuse and heavy usage. Multiple complaints have been received for stripped drivers. Data was reviewed under the root cause investigation (B)(4) and determined no action indicated for the stripping failure. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rigid screwdriver has become stripped and will no longer engage with the poly trial.